Manufacturer narrative:
Product ID 37752, serial# (B)(6), implanted: 2009 (B)(6); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient reported a sudden change in therapy. An appointment with the physician was scheduled for (B)(6), and the patient stated that therapy needed to be adjusted. During the past week, the patient had felt "hypersensitivity. The patient had turned stimulation up but did not feel it and then got shocked. The ins had moved in the past and the patient had gotten shocked, the patient reported that the same thing appeared to be happening again. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.

Event description:
Additional information was received. Patient reported they had to have their leads replaced when their battery was replaced because the leads had quit on them. Patient reported one of the contacts shorted and was pinching the nerve. Patient indicated there were 8 contacts which the first one was cut off and caused the nerve damage. Patient reported things got worse in fall of 2015 and stated they started getting intermittent contacts. Patient saw someone in (B)(6) who tried to adjust their stimulation but nothing would happen and at times when patient would be driving it would suddenly kick in real high. Patient was able to set stimulation to where it was comfortable but in february was no longer able to get anything out of it.